Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ gel bleed: not observed since no gel is out of the device and the weight is within specification. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported left side ¿huge pain, and big amount of formed liquid, signs of bleeding and leaking¿. Later healthcare professional reported "swelling and pain", "heavy fluid", "signs of injury", capsular contracture "baker ii.-iii", "tension" and "cd 30 normal". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii and gel leak.

Event description:
Patient reported left side ¿huge pain, and big amount of formed liquid, signs of bleeding and leaking¿. Later healthcare professional reported "swelling and pain", "heavy fluid", "signs of injury", capsular contracture "baker ii.-iii", "tension" and "cd 30 normal". Device was explanted.